Event description:
It was reported that the patient was unhappy with the intraocular lens (iol) implant after approximately two (2) months implant duration. The doctor did not find anything wrong with the lens. The explant surgery was completed with no adverse effect on the patient.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed a lens where the optic was received cut in half, which is consistent with a lens that has been explanted from the eye. No optical deviations on the optic parts could be found. Due to the condition of the returned sample, the diopter measurement could not be performed. Conclusion: the lens passed all acceptance criteria for all tests performed and is within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4) - intraocular lens explant. A review of the manufacturing records for this intraocular lens was performed. The device manufacturing records were reviewed and showed no deviations. The diopter measurement records for this lens was verified and was shown to be within specifications. This was in compliance with the labeled dioptric power of (B)(4) for the lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.